Manufacturer narrative:
St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent a trial procedure on (B)(6) 207 where the tip of the trial lead broke off and remains inside the patient. The trial lead was removed and replaced. The physician ordered a CT scan. The patient is stable and will be monitored.